Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of expulsion and difficult to deploy: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the healthcare professional was having a difficult time extruding the product from the syringe. The product then extruded onto the patient¿s face. No injury to the patient or injector. The needle from the package was used. The syringe had been stored in a cabinet at room temperature.

Manufacturer narrative:
Lab analysis of the device: no defect was found.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the healthcare professional was having a difficult time extruding the product from the syringe. The product then extruded onto the patient¿s face. No injury to the patient or injector. The needle from the package was used. The syringe had been stored in a cabinet at room temperature.